Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) stopped displaying readings and was not communicating with the ilet bionic pancreas, consistent with a brief sensor issue and signal loss. No clinical signs, symptoms, or conditions were reported. Outcomes included no reported impact on health or therapy beyond temporary loss of glucose data. User support included remote troubleshooting and user education, including verification of alarms, re-pairing the sensor, and re-entry of the pairing code, after which the sensor entered pairing mode and was expected to resume readings following warmup. Investigation of this case revealed a transient sensor communication interruption with no device damage observed, and functionality appeared to be restored after re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was a temporary sensor communication anomaly.